Event description:
It was reported that the patient came to the hospital saying he had experienced 6 shocks from the device. The physician interrogated the device that showed two vt episodes with a correct diagnosis of svt followed by a vf episode in which the device delivered 6 shocks without stopping the underlying arrhythmia. Looking at the egm of ventricular channel and vd coil-can channel related to the episode, the physician was not sure if it was completely a ventricular arrhythmia or a mix of atrial and ventricular arrhythmia. The vf episode ended by itself. In 2010 the patient had vf induced with 20j successful therapy. This issue was resolved by adjusting the patients medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.